Event description:
It was reported that the tip of a cannulated drill broke off while drilling. The surgeon was unable to fully remove the drill and the patient's medial malleoulus broke while attempting to remove the drill. The surgery was able to be completed successfully with k-wires. The DHR review confirmed that the single-use, sterile drill was manufactured to specifications.